Event description:
Healthcare professional(hcp) reported that a patient was injected in the ck2 with 1ml of juvéderm® voluma® with lidocaine. The patient was concomitantly pre-treated with clinisept. Approximately three months later, the patient experienced with folliculitis in chin. The hcp was uncertain if the condition involved previously placed filler and prescribed doxycycline. Around the same time, a small lump was also noted on the patient's left cheek along the bone. Approximately one month later, the patient reported that the chin issue had resolved, but the cheek lump persisted. The area was not tender, erythematous, or symptomatic. The patient has already completed three weeks of doxycycline; the hcp didn't re-prescribed antibiotics. An ultrasound was performed and the lump appeared consistent with filler. It was dissolved and symptoms resolved over the next two weeks. Later, a new smaller firm but non-tender lump developed just being the original area without erythema and with no signs of pression. The hcp again prescribed doxycycline and another round of filler dissolution. The patient noted that with each hylenex injection, improvement was not immediate. An hla teat was discussed but the patient was hesitation about dissolving all filler. The hcp noted that the patient has a urinary tract infection right after their injections and was treated with antibiotics. The patient has a history of occasional mild immune responses including hypersensitivity reactions following botox top up. The patient previously received multiple treatments including harmonyca and potenza without any issues. The hcp observed unusual filler during the cheek injection noting rapid and dramatic filling during the initial session followed by the volume loss six weeks later. During the dissolution, the filler bubbled up rather than dispersing. The symptoms status is unknown. This is the same event and the same patient reported under emdr-(B)(4). This emdr is being submitted for the serious injury.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.